Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during cataract extractions with intraocular lens (iol) implant procedures, a white (like sticky thread) was found at the right side (edge) of the optic of the lenses after using the cartridges, all from the same lot. The foreign substance was not removed through irrigation & aspiration but the surgeries were completed with no injury to the patients. There was no adverse events reported. In addition, the substance was not observed when the iols were in the lens case so the physician suspects that the foreign substance was from the cartridges. No further information is expected as the facility has declined to provide patient information and iol information.